Event description:
Received a spontaneous call from the patient, three of the mini spike dispensing pins: lot number 0061732627, expiration 04/30/2025 were not able to release air into the diluent vial as a result, he was not able to draw up his diluent. Per the patient, he had extra spikes on hand and was able to complete his mix. Patient does have the spikes available in case the manufacture wants them for evaluation. No additional information was provided. Reported to (B)(6) by pt/caregiver.